Event description:
It was reported the device is presented with a speaker malfunction error message and no sound is coming from the device. The device was not in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Analysis was performed by remote service personnel who advised the customer to sent in the device for bench repair into the philips authorized bench repair facility. The product malfunction was unable to be confirmed because the customer has not returned to device for further investigation.